Event description:
When the device was used during a right colon procedure, it did not deploy any staples. The device was reloaded and it was reported that the reload was void of staples. The case was completed with a like device with no pt consequence.